Event description:
A malfunction was reported on the customer's pump, which caused the customer's blood glucose to exceed safe levels. The customer addressed the high blood glucose by using a correction injection via manual daily injections (mdi). Technical support completed the process for the customer to receive a replacement pump due to the malfunction and instructed them on storage procedures and returning the faulty pump to avoid charges. The customer was informed about the replacement pump's updated software and their need to program settings and connect their continuous glucose monitor (cgm) to the new pump.